Manufacturer narrative:
In total harvest received 13 reports of gdp-10 leaks at the luer connector. Each report has been submitted to FDA as a separate MDR. As port of an investigation gdp-10 product was inspected and (B)(4) luer connectors exhibited a cracks. Based on this investigation field action will be initiate and gdp-10 product will be recalled. The district difficult will be notified.

Event description:
The butterfly connector on the preassembled syringe in the gdp was cracked and the bone graft preparation squirted out when I was transferring it back to the sterile field. The scrub tech had already taken it off of the syringe that it came on and had put it on the 10cc syringe in the gdp kit. We removed the cracked connector and used one from the syringe kit. No impact on the case outcome or quality of the graft. No impact on pt.